Event description:
Customer reported several no delivery alarms. The customer was in the hospital for a staff infection. She was unsure whether it was diabetes related. Customer's blood glucose was 193 mg/dl. Troubleshooting found there was an insulin during a manual prime. The customer also stated the insulin pump was forcing them to rewind. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.